Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was t-wave oversensing which detected a false ventricular tachycardia/ventricular fibrillation (vt/vf) episode that had an abort to therapy. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.